Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
Customer reports that a sigma spectrum pump is alarming "close door" when the door is closed. It was also reported that there was no patient injury.